Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the microdelivery catheter proximal outer shaft was stretched and separated; however, the catheter inner tubing was still intact. The microdelivery catheter was compressed just proximal to the location where the stent sits. There was blood in the micro delivery catheter. The microdelivery catheter was cut and a mandrel was used to push out the stent. The stent was examined and found to be within specifications. The stabilizer was separated on its proximal shaft. The stabilizer was kinked and bent on several places along its length. A guidewire was jammed in the stabilizer and it appeared to have separated with the stabilizer. The guidewire distal section was protruding through the stabilizer distal end. The guidewire was removed and it was confirmed that the stabilizer distal lumen was conforming to its visual specification. Information available indicated that the anatomy was tortuous and the stent could not be deployed which it may indication of friction during stent deployment. While the blood found can be an indication of inadequate flush, this could not be definitively identified as a cause because additional information indicated continuous flush was maintained. It is possible that anatomical factor may have contributed to the high friction encountered during stent deployment and ultimately contributing to the damages observed on the device. Based on device analysis and the information currently available; an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the stent delivery system revealed that the microcatheter outer proximal shaft was separated. There were no reported clinical consequences to the patient.